Event description:
A 9 mm diameter x 40 mm length bridge self-expanding stent was inserted in 2001 into a totally occluded left common iliac artery with a previously implanted guidant stent. The guidant stent was a balloon expandable, which was inserted the prior week. It was reported that there was little calcification and fresh thrombus within the iliac artery; therefore, the physician did not pre-dilate the occlusion. There was no difficulty crossing the lesion. It was reported that the medtronic ave stent was inserted into the guidant stent, which made it difficult to see under fluoroscopy. Due to poor visualization, the physician inadvertently positioned the medtronic ave stent out into the aorta beyond the lesion. As the physician pulled the sheath back to deploy the stent, the stent advanced 2.5cm forward into the aorta with no vessel wall to adhere to. The physician left the stent in the aorta and deployed two 8mm diameter x 40mm length flexible biliary stents to correct the inaccurate delivery. No add'l clinical sequelae were reported and the pt is fine.